Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented through remote follow up. The implantable cardiac monitor exhibited post sensed t wave oversensing which resulted in tachycardia episodes. No intervention was performed. The patient was in stable condition.